Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90-95% stenosis, moderate calcification and mild tortuosity. The hi-torque (ht) floppy ii guide wire had resistance during advancement with the calcium but reached the target lesion and separated into two pieces. A snare device was used to remove the separated portion. There was no adverse patient sequelae. Another non-abbott guide wire was exchanged to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, mildly tortuous, and 90-95% stenosed lesion, resulting in the difficulty during advancement. It is likely that manipulation of the wire, when resistance was met, contributed to the reported separation. The separated portion of the wire was removed using a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.